Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a buckling upstream occlusion (uso) seal and the air in line sensor was damaged. The pump was put through an air detector test, downstream occlusion (dso) test, and accuracy test where all three passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and air in line sensor, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an air in line error. There was no patient involvement, no patient injury was reported.